Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Bnss413, t3® with dcd® non-platform switched parallel walled implant 4 x 13mm lot unknown. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that patient has been suffering from unexplained pain following the implantation since 2021. After various attempts at treatment, the implants at tooth sites 14 and 16 were finally removed on (B)(6) 2026.